Manufacturer narrative:
Follow-up #1: date of submission 03/28/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/08/2017 with the following findings: a review of the black box indicated evidence of power on resets (rebooting). Visual inspection revealed a crack in the battery compartment and stripped threads on the battery cap. Intermittent power was duplicated during investigation. A test battery cap was able to secure to the pump. The pump was exercised for 24 hours using the test cap with no further power interruptions. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.